Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The user reported that "the device is working without sound. Whenever we press the button, there is no sound. "

Manufacturer narrative:
The user-reported issue was confirmed. The pump was found to have a malfunctioning speaker. The speaker assembly was replaced. The pump was repaired and tested to meet full specifications on 02/01/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00035).